Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report air bubbles noted in the left atrium during the procedure. It was reported that the mitraclip procedure was to treat degenerative mitral regurgitation (mr) with grade 4. The steerable guide catheter was advanced to the left atrium without issue and when the clip delivery system (cds) was advanced to the mitral valve, air bubbles were noted in the left atrium. While air was noticed in the left atrium and accumulated in the aorta, the tip of the cds and tip of the sgc were viewed on echo and ruled out air coming from devices. However, it is still possible it came from the devices prior to looking on echo. The patient¿s blood pressure was increased to get the body to absorb the air bubbles and the air bubbles did stop and were able to proceed with the case. Additionally, the patient was treated with epinephrine to maintain pressure as there were elevated st changes in the EKG. No aspiration was performed since no air was seen in the device. There were no issues noted with the devices. The patient became stable. One clip was implanted, reducing mr to 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported air embolism could not be determined. EKG/ECG changes are cascading effects of the reported air embolism. Additionally, the reported air embolism is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment and medication required are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.